Manufacturer narrative:
Catheter: model #: 8731, lot#: n002170016, implanted: (B)(6) 2005, explanted: unk; software card: model: 8870, lot# unk, serial# unknown. Medtronic became aware of a potential software issue on (B)(4) after analyzing a returned pump (B)(4). Preliminary engineering analysis indicates that there may be a scenario in which a patient's pump may display an erroneous "schedule to replace the pump by" date on the model 8840 programmer or printed strip. In some cases when the eos date falls on the first day of the calendar month, it is possible that a software error may cause the programmer to display an incorrect or undefined replace pump date. The investigation of this issue is ongoing which may result in the identification of additional pumps that may exhibit the display error. Notification of additional patients or the physicians following them is a possible outcome of the company's ongoing investigation.

Event description:
It was reported that a non-critical alarm pump alarm was heard and confirmed by telemetry. The alarm was due to an elective replacement indicator (eri) which occurred on (B)(6) 2011. The "schedule to replace the pump by" date was noted to be ???. The reporter was considering pump replacement as end of service (eos) would occur 90 days from the (B)(6) 2011 date. The pump contained baclofen. No patient therapy or medical problems were reported.